Event description:
Received a voicemail from md that there was a stylet from an epidural tray separated during placement.

Manufacturer narrative:
Complaint was received via voice mail contact information provided on voice mail was incorrect, unable to contact complainant for further information. No product return is anticipated. Unable to run complaint history check or device history review as lot number/catalog number is unknown.